Event description:
The account alleged the bed had no manual pump function and the head could not be raised with this issue. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.